Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, 95% stenosed de novo lesion in the left circumflex (lcx). The 2.75x28mm xience v drug eluting coronary stent (des) system was advanced to the lesion and deployed. After post-dilatation with a nc balloon a proximal edge dissection was noted. Another xience v was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.